Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer developed symptoms of sweating, palpitations, and dizziness, and had contact with a healthcare professional. The customer was treated with oral glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Usb cable was returned. Visual inspection was performed on the usb cable and no issues were observed. No opens or shorts were observed and the test passed successfully. The reader was de-cased. Visual inspection was performed and liquid contamination was observed. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer developed symptoms of sweating, palpitations, and dizziness, and had contact with a healthcare professional. The customer was treated with oral glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer developed symptoms of sweating, palpitations, and dizziness, and had contact with a healthcare professional. The customer was treated with oral glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.